Event description:
Info rec'd indicates the head section of the bed is running up on its own.

Manufacturer narrative:
The issue ws isolated to the left foot controls and they were replaced to repair the bed.